Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sores, describes as pustules, pimple like bumps under the electrodes, under the vibration box, and a rash under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s son who is a nurse applied bandages for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.